Manufacturer narrative:
Several attempts were made by the local service organization to contact the customer for further details with respect to the injured patient and the coil involved. The alleged injury could not be confirmed. The system was reviewed and no malfunction was observed. It is always the responsibility of the operator to position a patient in such a way that no patient body parts, device accessories, or cables are stuck or caught during table movement. The movement of the patient into the system is done via continuous operation and thus can be stopped immediately when needed by the operator. Instructions for use has warnings to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report about an incident on a achieva 3.0t. A patient was scanned on a breast coil and suffered from a broken rib.